Event description:
It was reported by repair work order that the retaining post tube was crushed, not allowing the cot to lock into the fastener. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.